Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Laparoscopic instrument (microfrance johan grasper) was stripped by distal end of trocar. Instrument was stripped mid-shaft from proximal to distal end. Insulation is still attached at distal end. Sharp edge at the distal/tapered end of the trocars.

Manufacturer narrative:
The received trocar does not exhibit obvious damage. Microscopic evaluation of the device indicates there is a burr at the tapered end of the device. The manufacturing documents were reviewed and found to be according to specification valid at the time of production. The root cause of the failure is a butt on the distal edge, which was created during the production of the trocar. Corrective action / preventive action has been requested from the supplier.